Event description:
It was reported by a patient while exerting himself using the life2000, he felt he could not catch his breath and his spo2 dropped to 87%. There was no allegation of a device malfunction. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported by a patient while exerting himself using the life2000, he felt he could not catch his breath and his spo2 dropped to 87%. There was no allegation of a device malfunction. The patient is a 64-year-old male with a medical history of copd, chronic respiratory failure, and obstructive sleep apnea. The patient was using the higher activity level with his oxygen concentrator set at 3 lpm and the life2000 ventilator home screen displayed 5 lpm; however, the patient¿s spo2 dropped to 87%. The patient¿s caregiver connected him to regular oxygen at 3 lpm and the patient¿s spo2 increased to 98%. The patient did not seek medical attention but found (on an undisclosed online source) that the life2000 would not work with his inogen oxygen concentrator. The hillrom respiratory clinician advised the patient that the life2000 could be used with an oxygen concentrator and inquired if the patient had any previous issues. The patient has had the life2000 since 15feb2023 and has never had this issue. The patient stated there were no alarms from any of the devices, he did not notice any kinks in the tubing or change in liter flow on the oxygen concentrator, and he does not use a bubbler/humidifier. The hillrom respiratory clinician advised the patient the trainer will exchange the combo hose and interface and check the filters and equipment. The device is not being returned. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. The device instructions for use (IFU) state the ventilator home screen will initially display lpm when the ventilator is first powered on and after an activity button is selected and ventilation begins, the home screen displays air lpm or o2 lpm. Average gas flow in liters per minute (air lpm or o2 lpm) is based on prescription and the patient¿s current breath rate. The device IFU states always have an alternate means of ventilation or oxygen therapy available. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below normal range, the change was temporary, and medical intervention was not required (the patient recovered at home by switching to the already prescribed 3lpm oxygen therapy). Furthermore, this event was not life-threatening and there was no report of permanent impairment of body function or damage to body structure; therefore, a serious injury did not occur in this case. Information reviewed reasonably suggests the cause of the reported drop in oxygen saturation is possibly related to a system interaction/malfunction between the life2000 and third-party vendor concentrator leading to oxygen flow from the concentrator falling below the prescribed level, as well as other factors such as patient's underlying pulmonary pathology and exertion. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury. Based on this information, no further action is required.